Event description:
It was reported that the device overheated during testing at the user facility. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearings were damaged and there was corrosion in the rotor assembly.